Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella aic (automated impella controller) prior to the case starting received the following message "console failure on start-up". Aic was turned off and a new one was used. There was no harm to the patient.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console controller failure alarm has been completed. Data logs were reviewed which confirm that the yellow controller alarm was issued on the day of the complaint. In addition, there were loss of communication with keypad or between the kbd and i2c for kbd hw revision 1" alarms. The console was returned for evaluation. The console was internally inspected and ribbon cables were found to be intact, suggesting no physical damage. Power supply was inspected and found to be within specification. The failure mode could not be replicated. The root cause yellow alarm could not be determined due to not being able to reproduce. Added- d9 device return date d4-corrected model number. F6/f8-should have been left blank in the initial report.